Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Literature: huitema, g. C., de vries, l., verboom, t. W., spekenbrink-spooren, a., & steens, j. (2022). Patella related problems as common reason for revision of nexgen ps® total knee arthroplasty without patella resurfacing: an analysis of 5911 primary total knee arthroplasties registered in the dutch arthroplasty register. The knee, 34, 217¿222. Https://doi.org/10.1016/j.knee.2021.12.008. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01341, 0001822565-2022-01342.

Event description:
A journal article was retrieved from the knee (2022) that reported a retrospective study from (B)(6) that accumulated data from the (B)(6) arthroplasty register (lroi). The purpose of the study was to investigate if there was a difference in revision rate and reason for revision within 8 years after single brand primary cemented tka with or without patella resurfacing, using data from the (B)(6) arthroplasty register. The study reported 32 patients without patellar resurfacing were revised due to infection. It was reported that no further information is available.